Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 57-460 (mg/dl). Reportedly, customer believes that the low bg level may have been caused by a recent change to their basal settings, and the elevated bg level was caused by consuming food with high sugar content and stress. Customer changed infusion site and administered a correction bolus to treat the elevated bg level, and the low bg was treated by consuming juice. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.